Event description:
It was reported that the leads and device (battery) were removed from patient because they complained it was shocking them when the device was on and it hurt. Hcp consulted with rep. Regarding troubleshooting ideas before it was decided to remove it.